Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that they were seen by an orthodontist. They were informed that they were not an appropriate candidate for aligners. Due to the treatment with byte they developed gum recession. They stopped aligner wear in time before it got worse even though byte wanted them to continue. They also learned that their upper teeth stick out a lot from overcrowding. There was a need to get some of their teeth removed from their upper teeth in order for their upper and lower teeth to align with each other properly. Requested letter of recommendation from patient's dentist.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.